Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 07/27/2016. Conclusion / root cause: this data acquisition (da) board was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with o2 device failed occurrence. The customer reported there was no patient involvement.